Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During functional testing the device did not system error 345 due to a system error 322. A review of the event history log revealed system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be upstream thermistor was out of calibration specification. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 322. A review of the event history log revealed system error 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be failed lower link switch. The lower auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)) and alarmed system error 345 (thermistor disparity). No additional information is available.